Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they did not receive an alarm from their mx40 device for ***vtach. There was no patient harm reported by the customer.

Manufacturer narrative:
The customer reported that they did not receive an alarm from their mx40 device for ***vtach. The customer was not forthcoming with information related to this incident or logs. Based on the limited information at this time, we will report this incident. Initially there was no patient harm reported by the customer. On 09/08/15, the attorney for the customer did confirm that there was a death associated with this call. The type of reported complaint was changed from non-adverse event to death. A review of the provided wave review strips indicated that on (B)(6) 2015 @00:28 for room 800a, there is indication of an inop period labelled "I." There is then indication of learning occurring, labelled "l." The algorithm then labelled all beats which occurred after the learning period as "n" for normal. A review of the central station alarm logs indicated that on (B)(6) 2015 for room 800a from 00:30 until 07:59, there were numerous *afib, *multiform pvcs, pvcs >10/min, pair pvcs alarms, several of which were silenced at the central station. Beginning @08:03 until 08:20, there were 3 ***vfib/tach and 2 ***asystole alarms which were also silenced at the central station. There are also several technical alarms for "leads off" "leadset unplugged" and "cannot analyze ECG" alarms. The information is not consistent with a malfunction of the product. The field service engineer was informed by the biomedical engineer that they did not require anything else from philips regarding this issue. The customer removed the pc out of service and the field service engineer assisted the biomedical engineer with the reload and configuration of the spare pc to resolve the issue.

Event description:
The customer reported that they did not receive an alarm from their mx40 device for ***vtach at the central station. On 09/08/15, the attorney for the customer did confirm that there was a death associated with this call.